Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 6.0; laboratory inr: 2.3. The time between testing was twenty (20) minutes. Therapeutic range 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Pt was identified as being anemic. Pt's condition could have contributed to unexpected results. As stated in the packaging insert (pi), inratio has limitation that hematocrit ranges 35-55% have been shown to not affect test results. Root cause could not be determined from the info provided by the customer. The mfg records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time.